Event description:
It was reported that the patient's right atrial lead exhibited far r over-sensing which resulted in inappropriate mode switch. No intervention was performed. No patient condition was reported.